Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported a "tightness in chest on the right side and sometimes a tingle in the chest on the left side". The patient later reported having stings in upper left shoulder and wanted to know if this could be due to the device or leads. The patient was referred to his doctor. The device is still in use. No further patient complications were reported as a result of this event.